Event description:
The customer reported generating discrepant high eosinophils (eo) and low neutrophils (ne) with no instrument generated flags on one patient sample from a beckman coulter coulter lh 750 hematology analyzer. The customer performed a microscope smear review and confirmed the erroneous results. The sample was run on an alternate lh750 and corrected results were obtained. Erroneous results were not reported out of the lab and there was no change to patient treatment in connection with this event. The customer reported having a prior incidence of falsely elevated eo on (B)(4) 2012 and had implemented flagging rules to hold high eo diff results, pending further tech review. Please see medwatch #1061932-2012-01134 for the report of the incident which occurred on (B)(6) 2012. Beckman coulter field service engineer (fse) assessed the instrument on (B)(4) 2012 and realigned the diff/retic flowcell. The fse also replaced the light scatter sensor and cleaned the flowcell. A comparison study was performed with the alternate instrument and the complete blood count (cbc) and diff values showed good correlation. Instrument was verified and results met published performance specifications another event was reported by the customer on (B)(6) 2012. Please see medwatch #1061932-2012-01418 for the event which occurred on (B)(6) 2012.